Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(6)-2011 to relay report received on the same day from the home patient (hp) who was having some problems with the solution bags. The hp stated they just replaced the bags and used the same cassette and continued therapy. No injury or adverse event is reported. No further information is available at this time. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding reported problem. The pd rn stated that the patient is doing fine. They have talked to the patient about this recently because they have mentioned how one of the bags was not flowing, and to resolve it they just added a new bag to the same line. The pd rn stated they explained to the home patient (hp) not to do that because it could cause contamination. They stated the patient has not had any further problems, and is continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse or single-use product is confirmed because the patient replaced solution bags without switching the disposable set out. Reusing the disposable set can result in contamination. Patients are advised to end therapy if a bag becomes disconnected. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.